Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received excessive no delivery alarms. Troubleshooting occurred, and it was determined that there was an occlusion. No additional information is provided.

Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap and septum for anomalies and none were found. Occlusion test was completed as follows: the reservoir was filled with diluent, and connected to a new infusion set, installed reservoir and connector into the insulin pump and performed manual prime. Saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.